Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing and the unexpected delivery of a ventricular tachyarrythmia therapy. Evidence of t-wave oversensing was noted in episode 135 on (B)(6) 2015 and evidence of unexpected shock was noted on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos). The sensitivity on the device was reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.